Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient underwent emergent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. It was reported that after the devices were implanted, imaging identified a proximal type I endoleak on the trunk-ipsilateral leg endoprosthesis due to an angulated neck (within IFU) and calcium in the proximal aorta. Two aortic extender components were implanted for proximal extension to treat the endoleak. It was reported that during ballooning of the most proximal aortic extender component (unknown which device) with a pta balloon, the aorta ruptured. The cause of the rupture was reportedly due to the aggressive ballooning that was performed partially outside of the device. The patient was converted to open repair to treat the rupture. All four gore® excluder® aaa endoprostheses were explanted, and a surgical graft was sewn into the aorta. Final angiography showed exclusion of the rupture, and the patient tolerated the procedure. The devices were discarded at the facility.

Manufacturer narrative:
Concomitant medical products: added the patient¿s medications: calcium, albuterol, amiodarone, metoprolol, cordarone, and dilaudid. Additional devices implanted and involved in this event: pxc141200/9894918, pxa260300/10553629, and pxa280300/12297843.